Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. In addition, it was reported that the customer received an auto-off alarm. The customer's blood glucose level was 233 mg/dl. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with healthcare provider prior to modifying the setting. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.